Event description:
It was reported that during follow-up, the pulse generator exhibited diagnostics anomaly. The device was explanted and replaced as planned due to normal battery depletion on (B)(6) 2014. The patient was noted to be stable.

Manufacturer narrative:
Final analysis of the pulse generator found normal device characteristics.